Manufacturer narrative:
.

Event description:
It was reported on 08/25/2016 that the patient has had a recent increase in seizures clusters after having a long period of seizure freedom. The physician was unsure if this was related to vns and they are in the middle of determining what may be the cause. They were ruling out infection (not related to vns as well) and a possible need for medication changes. Follow-up showed that the clustered seizures were stated to be below pre-vns baseline but significant worsening over part 2 years on vns. There are no known external factors that may be contributing to the increase in seizures. They believe vns battery life may be a possible cause but they are still exploring this. Interventions taken for this increase as been checking drug levels and pm ativan given for clusters as well as increasing the vns duty cycle.